Event description:
The pt has dual leads implanted for bilateral leg and low back pain. During an ipg revision and fusion, on (B)(6) 2010 (reference MFR report #1627487-2010-00303), the physician determined that one of the pt's leads was fractured. The pt is reportedly receiving effective therapy coverage from the non-fractured lead and impedance readings for that device are said to be within specifications. Surgical intervention will be undertaken to replace the fractured lead; however, a date for the procedure has not been set. The model number and lot number as well as the implant date of the lead in question are unk.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.